Event description:
The physician used a bd 18 gauge blunt fill needle and a bd 10cc syringe to draw up a medication. After withdrawing the medication the physician examined the syringe and it's contents and noted particulate matter that appeared to be adhered to the black portion of the plunger inside the syringe. The foreign matter then broke free from the plunger and was freely floating in the liquid inside of the syringe. The foreign object resembled a small white bug, perhaps a silverfish.